Event description:
The following has been reported by customer: "this incident occurred on (B)(6) 2025 at (B)(6) ICU and is outlined as follows: "patient came from ed with noradrenaline in yellow line, seemed ineffective. Changed to appropriate inotrope line, still seemed ineffective, increased noradrenaline to 30mcg/min, nil change to bp. Changed IV cannulas, nil effect. 2mg metaraminol given by ICU mo, bp responded immediately. Nil alarms on pump." Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.